Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A review of the pump black box revealed evidence of cs 060 and cs 052/054 alarms. The pump reboots were observed in the clearing of those errors per normal operation. The ¿no power¿ complaint was unable to be adequately investigated due to the inability to run the 24 hour basal program. Unrelated to the original complaint, there was evidence of moisture behind the display lens. A leak test showed a leak at the missing bolus button cover. There was additional evidence of moisture contamination throughout the inside of the pump. No battery cap was returned and all testing was performed with a test battery cap. The pump powered with a test battery cap to a blank display. Within three minutes, the pump alarmed with an audible tone and vibration per normal operation. The battery compartment was found to be cracked below the grip pad. The audio bolus button cover was detached/missing. The functionality of the bolus button was unable to be verified due to the missing cover and blank display. (B)(4).